Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) wire went down the side port. Manual compression was applied for 30 minutes or less to achieve hemostasis. No patient injury was noted. It was reported that it's believed that there was an operator "issue". Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) wire went down the side port. Manual compression was applied for 30 minutes or less to achieve hemostasis. No patient injury was noted. It is believed that there was an operator issue. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was not returned for investigation, therefore a physical investigation could not be performed. Visual inspection of the photographs showed that the device was inserted into a 6fr sheath and the balloon was visible in the side port tubing of the sheath. Functional test could not be performed as device involved in the reported complaint was not returned. A lot history review was not possible as the lot number was not provided. However, product release at (B)(4) health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The event reported as ¿(vcd) wire went down the side port¿ was confirmed based on the photographs. The exact cause of the reported event experienced by the customer could not be conclusively determined without the return of the device and the procedural sheath for a physical investigation. Kinks or deformity in the introducer sheath could obstruct the device path during insertion. The photographs analysis did not suggest that the event experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the event as reported. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.